Event description:
The customer called to report a blank display. The customer has done some troubleshooting, but the display continues to go blank. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics.